Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and the evaluation indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between (B)(6) 2018 and (B)(6) 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Section d. Suspect medical device 4. Catalog number and lot number was changed to list 02k91-38, lot 84015m800 from list 02k91-32, lot unknown.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer observed falsely elevated results while using the architect ca 19-9xr reagents. The following data was provided. Initial 533 u/ml repeat 528.31 u/ml. Additional specimen dilutions were provided that used the architect method. Undiluted 403, 528 u/ml. Manual dilutions 546 u/ml (1:2), 708 u/ml (1:4), 808 u/ml (1:8), 960 u/ml (1:16). Automatic dilution (1:10) 1237.68 u/ml. The patient diagnosis was not provided. The patient had imaging studies that did not show pancreatic cancer, however the specific imaging completed was not provided and no harm to the patient was reported due to the imaging. No adverse impact to patient management were reported.